Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of his daughter (the patient) and reported that the patient received inadvertent infusion of insulin. The reporter indicated that at 9:40 am, the patient's caregiver inadvertently performed the prime step while the patient was attached to the pump. The patient's caregiver forgot to disconnect the patient from the site while priming. According to the pump's prime history, the patient was primed with 86 units. An unspecified time after the inadvertent infusion of insulin was administered, the patient's blood glucose (bg) level dropped to "24" mg/dl. The reporter denied that the patient lost consciousness. The patient was able to converse and answer questions. The reporter treated the patient with juice and her bg increased to "86 mg/dl". During the call with animas, the patient's bg had increased to "140 mg/dl." The reporter was also treating the patient with "carb snacks". On (B)(6) 2012, a follow-up contact was made between animas and the reporter. He denied that the patient was taken to an emergency room (ER). He did not contact a health care provider (hcp) during the time of concern. The reporter indicated that the patient was doing well and her bg came up after he provided the treatment. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed a low bg level suggestive of severe hypoglycemia. However, the patient's injury can be attributed to use-error considering she was attached to the pump and received inadvertent insulin during the prime step. There is no evidence of a pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.